Event description:
It was reported that the patient went to the emergency department due to post implant pocket hematoma. The patient was biologically assessed, the device data was reviewed, and the patient was treated and discharged. The patient is enrolled in the (B)(4) study. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save to disk was reviewed. No anomalies were found.